Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, cause was not established for foreign material on the objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cysto-nephro videoscope was returned to the service center for image issues. This does not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center; foreign material on the objective lens. There was no patient involvement.